Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty to remove the device from the anatomy may include, but not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an electrophysiology interventional procedure using a 6f sheath. Reportedly after the plunger was removed and the suture was cut, the device was attempted to be removed; however, the device could not be removed. The device was pulled in various directions, and the device was finally removed. Hemostasis was almost achieved with the reported proglide suture. Then, manual compression was added supplementally to complete procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.